Event description:
The customer reported when the device is turned on, it displays pacemaker malfunction and defib inop. The customer also reports an associated lock up when the charge button is pressed. These symptoms are consistent with one failure. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.